Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The pump was placed in a patient with a drug that passed in 48 hours instead of 96 hours. No patient injury reported.

Manufacturer narrative:
The tamper labels are undamaged. The pump is in good condition, no damage. Event history log was reviewed, and no problem was found. Performed functional check. Visually inspected the pump. Dso sensor test and accuracy test passed. No problem was found as the problem could not be duplicated/replicated. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.